Event description:
It was reported that during an open sigma resection procedure, the instrument was closed correctly and the surgeon waited 15 seconds before firing. After opening the instrument, there was an incorrect staple line. The surgeon performed anastomoses by hand. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that two devices arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.